Event description:
The company received a report where it was claimed that during preventative maintenance no audio was observed. No pt involvement.

Manufacturer narrative:
The device is not expected to be returned for evaluation. The customer revealed that the failure was isolated to the speaker by swapping with a known good speaker assembly. No further conclusion can be drawn by the mfg site since the device is not expected to be returned for analysis. Info has been added to the database for trending purposes.